Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blender board was replaced to address the issue. In addition of the above evaluation, the following parts were replaced to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter, power cord, motor blower assembly, stirring fan foam. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, which were not related to the malfunction/issue.